Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable result for 1 patient sample tested for crplx c-reactive protein (latex) (crplx) on a cobas integra 400 plus. The initial crplx results were 0.1 mg/dl and <0.5 mg/dl. The initial results were released outside of the laboratory, but were considered implausible by the physician. The same sample was retested on (B)(6) 2018 with a crplx result of 5.3 mg/dl. The crplx result of 5.3 mg/dl was considered plausible. There was no allegation of an adverse event. The crplx reagent lot was 29689101 with an expiration date that was not provided. Quality control results were acceptable. The customer stated that this was an isolated issue and there were no other results in question. The customer assumed the error was caused by a sample probe contamination. The investigation was unable to find a definitive root cause.